Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead (a) found a kink and some damaged on the outer tubing and all the internal lead wires being broken.

Manufacturer narrative:
The patient was met with. X-rays show patient's left contact has broken below the anchor (completely broke off) and the other lead has migrated. No intervention planned at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2023-07915. It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on one lead. X-rays showed that one lead had migrated and fractured. Surgical intervention may take place to address the issue.

Manufacturer narrative:
B3. Date of event is estimated.